Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eb-1575k is available in the USA with a 510k number k131028. We checked the returned unit and confirmed that the bending rubber leaky, ccd driver pcb fluid damage, electrical connector fluid damage, lg cable connector corroded. Based on the result, we concluded that the ccd driver pcb fluid damage was caused due to the bending rubber leaky; however, other failures are not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).